Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (0.139 vs. An expected result <0.012 ng/ml) from a single patient sample processed on the vitros eci system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the customer retested the affected sample prior to reporting due to their repeat testing policy. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient result was obtained while using the vitros eci system. An ocd fe performed service actions to multiple subsystems of the analyzer and verified the analyzer was operating as expected following the actions. The investigation could not determine a definitive root cause. An instrument related issue cannot be ruled out as a contributing factor. There is no evidence that a reagent related issue contributed to the event.